Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low sensing. During the replacement procedure it was noted that the ra lead was dislodged and sitting low in the atrium. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.